Event description:
Information was received that reported a pt was hospitalized in 2008, due to hyperglycaemia. The reporter states she changed her infusion set and site at 8:00pm, ate, bolused, and went to bed. She awoke at 2:00am with her blood glucose "hi". The pt was brought to the hospital. Upon removal of the subcutaneous infusion set, they discovered the cannula was bent at a 90 angle and appeared to have not entered her skin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and it returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.